Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inadequate low voltage output was observed on the device resulting in tiredness while the patient was exercising. The issue was resolved by reprogramming the device. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.